Event description:
The manufacturer received info alleging a ventilator's battery would not charge. No harm or injury were reported.

Manufacturer narrative:
During the eval of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded event log. The ventilator's power management board was replaced to address the issue. During the service eval, an issue was observed in testing. The ventilator's system board was replaced to address the issue.